Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that it was broken due to water immersion in the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Fields updated: b3, h10.

Event description:
An olympus representative reported on behalf of the customer that, during the preparation for use of their hd camera head device, the device produced a poor image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a poor quality image was not confirmed; the estimation technician found that the image produced by the device was good, although it was flickering due to a faulty cable which needed to be replaced. The following addition findings were also noted: cable water leak test failed, and coupler lock was not working leading to coupler movement (coupler was also replaced). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.